Event description:
It was reported the device was used during a right hemicolectomy procedure. It was reported the first firing of the tlc75 was fine. The device was reloaded. Upon attempting to fire the device a second time the firing lever would only partially advance. It was reported the orange drivers were visible. Another tlc75 was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number, k46c3z; cartridge position, loaded; drivers present in cartridge, present/prox 4 up; firing knob position: back/partial, back; gapspace pin condition, good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition, good; staples present? Formed/unformed, in don driver; and swing tab position, locked/unlocked, locked. Functional tests & results: instrument safety lockout properly, staples fire properly, and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the rpt'd incident. It appears possible that an inadvertent movement of the firing knob may have contributed to the rpt'd incident. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock-out if any staples have been fired from the cartridge. The swing tab (lockout) was reset on the returned cartridge. The instrument was then fired with the returned cartridge and it fired and formed the remaining staples as designed. Mfg and engineering have been notified of the rpt'd incident.

Manufacturer narrative:
A1,2,3,4; b6,7; d10: info not provided during initial contact. Follow up letter sent to facility requesting add'l info. D5,6; h4,6: info anticipated, but unavailable at this time.